Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Pinched - lip [lip injury] brush head was loose - oral-b [device connection issue] brush head...moved side to side while brushing - oral-b [device breakage]. Case narrative: adult female consumer via phone reported that her oral-b floss action toothbrush head was loose, moving side to side while brushing, and pinched her lip a few times. No serious injury was reported.